Event description:
Reportedly, the instrument fired successfully across lobar artery although complete hemostasis was not achieved. The second firing across lobar vein would not open after firing. The sulu remained closed onto the vein with the knife assembly remaining at the distal end of the sulu. Instrument has to be cut from the pt. No further pt injury reported.